Event description:
It was reported that the patient had their entire device system removed due to infection and seroma. It was indicated that the seroma was located where the physician made the incision to place the catheter, where the catheter runs along the pump. It started from the patient's back on the left lateral side and then migrated into the incision and "kind of went up". There was no additional information reported. The drug delivered via pump was fentanyl.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2011 (B)(6), product type catheter product ID, 8596sc lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2011 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The seroma developed over the pump which drained from an opening from a tape blister. The patient had to wait 3 months before a new pump could be implanted.